Event description:
It was reported that the customer experienced unexplained low blood glucose of 60mg/dl. Troubleshooting was performed and the reservoir was showing less insulin than what is showing on the status screen. The caller stated that the reservoir was manipulated while been connected. Reviewed the programming and settings and they were correct. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 1 of 2, medwatch report # 3004209178-2012-90033. Mfg. Report 2 of 2, medwatch report # 2032227-2012-07428.